Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that the patient underwent for a surgery. During the surgery, the tip of the t20 driver broke off in the shaft of the screw and could not be removed. The surgery was completed without surgical delay. There was no patient consequence. Concomitant device reported. Di polyaxl screw 8 x 65mm (part # 179722865, lot # unknown, qty 2), si polyaxl screw 7 x 40mm (part # 179722000, lot # unknown, qty 2), exp dual-inner set screw (part # 179793050, lot # unknown, qty 2), ti fixed lat connector 50mm (part # 179712740, lot # unknown, qty 3), si polyaxl screw 7 x 35mm (part # 179712735, lot # unknown, qty 1). This complaint involves two (2) devices. This report is for (1) unknown screws. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). This report is for an unk - screws: unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.